Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose in (B)(6) 2017, with blood glucose of 19 to 36 mg/dl at the time of the incident. The customer was at 107 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer also reporting experiencing highs and that their pump buttons were hard to press. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the dat test with 0.08795 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to flattened dome switch on the up arrow button and act button. Lcd connector was inspected and no anomaly was noted. Unit was received with minor scratched lcd window and cracked reservoir tube lip.